Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The available data were inspected. The inspection revealed an increased shock impedance of >150 ohm since january 05, 2022. Based on the data available for analysis the root cause was not determinable. Therefore, the integrity of the lead as well as of the ICD cannot be assured. Should additional information or the devices itself become available, this investigation will be updated.

Event description:
It was reported that shock impedance value was out of range (> 150 ohm) during a follow-up. Dft test was unsuccessful. Should additional information be received, this file will be updated.